Event description:
The customer reported being hospitalized due high blood glucose. The customer refused to give further information. The customer believes that transmitter was not functioning properly and she requested a replacement. The customer treated accordingly to her sensor reading of 500mg/dl without determining the actual blood glucose. It was stated that the customer is calibrating her sensors twice per day. Informed to customer to calibrate four times per day for accuracy. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Mfg. Report 1 of 2, medwatch report # 3004209178-2011-82487; mfg. Report 2 of 2, medwatch report # 2032227-2011-01993.